Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was varying from 437 mg/dl to 440 mg/dl and then 482 mg/dl and again dropped to 373 mg/dl. Customer current blood glucose level was 447 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Customer alleged the under delivery of insulin. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.